Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lead was to be returned. The high impedance was greater than 40,000 ohms at every contact while intra-op testing with the 3550-68 screening cable. Even though they asked the surgeon to disconnect and check every contact between the screening cable and the lead, there was still high impedance. Patient weight was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that intra-operative impedances testing using the twist-lock screen cable found that there were high impedance values greater than 40 ,000 ohms on 4 electrodes. The twist-lock was re-connected to the lead and the impedances were checked again; however, they were still greater than 40,000. The lead was replaced and the surgery was completed; the event was considered resolved at the time of this report. There was no known impact or consequence to the patient. No further complications were reported/anticipated.